Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) a system high temperature alarm occurred after the equipment was turned on. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse carried out a test run on the unit, and in about 30 minutes the unit had a high temperature alarm, and it then returned to normal after restarting it. Then, after about 30 minutes, the alarm appeared again. The fse then checked the unit and found that the replacement time of sm1 and sm2 filter elements had expired, and the high temperature alarm was caused by the blockage of the filter elements since it caused the motor to overheat. So, in order to fix the issue, the fse replaced the filter elements . Then, performance tests of the factory were performed and passed. The equipment was returned to normal and met the clinical use requirements. The unit was delivered to the customer for normal use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) a system high temperature alarm occurred after the equipment was turned on. There was no patient harm reported.